Event description:
The patient reported that, three weeks prior to the report, they went to have a permanent pump implant; that they tried to and ¿it failed¿; that they could not get the catheter in. The patient further stated that ¿they tried to get the catheter in before they put the pump in his little pocket¿. He stated they never cut the pocket. They just tried to get the catheter in and could not get it in where they needed to go. The patient stated that ¿nothing was resolved even though he saw his doctor regularly¿. They were still trying to find a way to implant a pain pump as the first attempt failed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).